Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was found that the printed circuit board failure which occurred the buttons on the front panel of the subject device were not responded. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that the buttons on the front panel of the subject device were not responded. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device due to the aging deterioration with the long term-use passing more than 7 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.